Event description:
The 840 ventilator stopped cycling while in use on a pt. The unit alarmed appropriately and the rt staff responded quickly. The pt was removed from the ventilator and placed on a second unit. There was no pt harm or injury reported. The nellcor puritan bennett customer support engineer (cse) verified the error code in memory that substantiated the customer's claim. The unit passed extended self testing.